Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.